Event description:
Per independent repair center statement, the unit has a leaking hose clamp. The key failure was a leaking hose clamp causing the unit to alarm or have a red light. Additional malfunctions were leaking tie wraps.